Manufacturer narrative:
Concomitant medical products: in the initial MDR, the following information was known however inadvertently not included. Model zcb00, 29.0 diopter intraocular lens, serial (B)(4) handpiece serial number unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lot number was not provided. The cartridge is not an implantable device. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 29.0 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the right eye (od) on (B)(6) 2017. Post-operatively, one day after surgery, the doctor diagnosed the patient as having hypopyon, fibrin membrane, snowstorm, which became worse the second day after surgery and extending into the vitreal cavity. The doctor also thinks that the patient has possible endophthalmitis. In addition the patient had significant endothelial folds-edema and fibrin which some were more severe than others. Reportedly, a vitrectomy was performed and antibiotic injections were given to the patient on (B)(6) 2017. The patient also received topical antibiotics, intense steroids, and omidria. The iol remains implanted, there is no plan to explant. No addition information was provided. This report is for the cartridge. A separate report is being submitted for the zcb00 intraocular lens.